Manufacturer narrative:
The user facility reported that upon testing the suspect device, performed by biomedical equipment staff, the problem could not be reproduced. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that intermittently the image was not present. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 3 due to multiple events reported. Reference report patient identifier (B)(6) and (B)(6) for additional events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.